Event description:
The clinician initially contacted arrow clinical support, advising that they could not aspirate or flush the central lumen of the catheter. The clinician suspected that it was clotted. They did have a femoral arterial line, which was slaving off the monitor and a good waveform. Arrow clinical support advised the clinician they should not attempt to flush the line and it should be capped off. The following day, the clinicians again contacted arrow clinical support advising that the pump was not allowing the arterial line to flush. Arrow clinical support suspected a calibration issue with the 350 numbers on right side of the screen, but the pump would not allow to calibrate. They tried different scales and speeds. They slaved off the bedside monitor, which gave an unacceptable waveform to time from. As the difficulties could not be resolved, the pump was exchanged off the pt. There were no reported pt complications. The console was sent to hosp biomed.